Event description:
Medics responded to a witnessed cardiac arest. The patient was connected to the device and a countershock administered. According to the reporter, the device subsequently would not administer shocks to the patient and the recorder strip from the event displayed a flatline even when CPR was administered. The patient was not resuscitated.

Manufacturer narrative:
In an evaluation of the device by physio-control, a complete functional test was performed and proper operation was observed. The transfer relay was replaced as a preventative measure and the unit returned to the customer for use.